Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak/splash and difficult dilator insertion and identified missing silicone fluid in the sgc hemostasis valve. The missing silicone fluid appears to be related to a potential product quality issue; therefore, an exception (issue) was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported leak (loss of fluid column during device preparation) and difficult dilator insertion appear to be related to the observed missing silicone fluid in the sgc hemostasis valve. Missing silicone fluid appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the dilator was difficult to insert and a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.